Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2002 and a sling was implanted. The patient has experienced pain, erosion of internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and cystocele. It was reported that the patient had a concurrent procedure of a cystocele repair performed during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.